Manufacturer narrative:
Mickinley's service technician evaluated the pump and was unable to duplicate the reported malfunction. There was no evidence of wear or damage. When tested per mckinley servicing procedures, the pump functioned within specification throughout the normal range of operation. Neither under delivery or backflow can be confirmed. The reported malfunction could not be duplicated and a cause could not be determined. The cause of the reported incident was most likely due to user error.

Event description:
An electromechanical ambulatory infusion pump under-delivered medication by 75%. Also, there was a blood tinge in the infusion line. There was no injury associated with this event.